Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the instructions for use (IFU). A review of the device history record (DHR) is unable to be conducted as the serial number of the aquabeam robotic system is unknown. The aquabeam robotic system instructions for use (IFU), ifu0104-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: but are not limited to the following, some of which may lead to serious outcomes and may require intervention: incontinence or overactive bladder, sexual dysfunction, including ejaculatory and erectile dysfunction. The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The aquabeam robotic system instructions for use list ejaculatory dysfunction and overactive bladder as potential risks of aquablation therapy. Based on the event details plus a review of the IFU, the event is considered not to be device-related.

Event description:
On (B)(6) 2024, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware via social media that post-aquablation therapy, the patient¿s urinary frequency has increased, and urinary flow remains weak. The patient also reported retrograde ejaculation. The patient reported that prior to aquablation therapy, he had a urethral stenosis for which resection was performed. The patient also reported fibrosis and stenosis of the bladder neck. No further details were provided. No malfunction of the aquabeam robotic system was reported.